Manufacturer narrative:
Analysis was performed on the returned device and noted the slider knob shaft was separated. Additionally, scanning electron microscopy (sem) was performed. The shaft of the slider knob exhibited radial separation at the proximal end along the transition radius. The exact origin area could not be determined, however, the fracture morphology suggests that the shaft appeared to have broken in the direction ("along") the seam line. The reported failure to cut the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a carotid artery stenting (cas) interventional procedure using an 8f sheath. Reportedly, when the slider knob of the suture trimmer was pulled, the suture gate did not open. The suture trimmer was not used inside the anatomy. The same suture was used to achieve hemostasis just with another trimmer from a different box. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Device analysis noted when opening the gated suture trimmer handle halves it was observed the slider knob shaft was separated 10.1cm proximal from the distal end.